Event description:
The customer reported that a 24 hour carboplatin 6.1 ml/hour infusion was noted to be infusing too fast so the user titrated down the rate so the infusion would end at the intended 24 hour mark. The total volume infused was noted to be 307 ml which is more than what the user expected. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Manufacturer narrative:
Manufacturer's report date: 07/29/2015. The customer's report of an infusion completing sooner than expected was confirmed. The pcu event log showed on (B)(6) 2015 at 10:02 am; guardrails carboplatin was programmed to infuse with the following manually entered programming details- bsa based dosing, drug amount=160mg, diluent volume=116ml, duration=24 hours. However during the programming, the rate was manually changed to 6ml/h which altered the calculated rate of 4.83ml/h; and set the duration to 19 hours and 20 minutes. On (B)(6) 2015 at 4:01 am, the vtbi was manually changed to 38.5ml; in which approximately 8ml was left remaining to be infused. At 6:44 am, the rate was manually changed to 7ml/h; in which approximately 22ml was left remaining to be infused. At 10:00 am, approximately 24 hours from the initial programming, the infusion completed. A few minutes later, the device's channel off key was pressed. The total volume infused during this period was 146.579ml. The root cause of the infusion completing sooner than expected was identified as a user programming issue; the initial programming altered the calculated infusion rate which changed the intended infusion duration. No devices were received for investigation by the customer.